Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had many air bubbles, about the size of champagne bubbles. The blood glucose reading was unknown. The customer stated that the insulin pump had alarmed no delivery but not recently. Advised the customer to speak with a doctor regarding the size of the reservoir and the air bubbles. Nothing further reported.